Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage') and device expulsion ('expulsion of essure device') in a 47-year-old female patient who had essure (ess205) (batch no. 646516, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: triphasil. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), biotin, naproxen and phentermine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) it is painful for my partner and I during intercourse as well can feel a very sharp object"). In (B)(6) 2018, the patient experienced peripheral swelling ("other injury(ies) or complication (s) please describe: swelling in both legs") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant), 11 years 7 months after insertion of essure (ess205). In (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/pain sharp pains in my pelvic area and vagina"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), vulvovaginal pain ("sharp pain in vagina") and abdominal pain lower ("sharp pain in lower abdomen"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, fatigue, alopecia, weight increased, vaginal haemorrhage, migraine, dyspareunia, peripheral swelling, dizziness, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, peripheral swelling, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she had not had her essure device removed; however, a portion of the device came out while she was wiping during one of his menstrual cycles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: only a portion of the device was present breakage of essure device, expulsion of essure device; in (B)(6) 2007: total bilateral occlusion. Lot number: 20205786, manufacture date: 2009-08, expiration date: 2012-08. Lot number: 646516, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. Event perforation was deleted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage'), perforation ('perforation : other / migration') and device expulsion ('expulsion of essure device') in a 47-year-old female patient who had essure (batch no. 646516, 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: triphasil. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), biotin, naproxen and phentermine. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In january 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) it is painful for my partner and I during intercourse as well can feel a very sharp object"). In (B)(6) 2018, the patient experienced peripheral swelling ("other injury(ies) or complication (s) please describe: swelling in both legs") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant), 11 years 7 months after insertion of essure. In (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain sharp pains in my pelvic area and vagina"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), vulvovaginal pain ("sharp pain in vagina") and abdominal pain lower ("sharp pain in lower abdomen"). Essure treatment was not changed. At the time of the report, the device breakage, perforation, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, fatigue, alopecia, weight increased, vaginal haemorrhage, migraine, dyspareunia, peripheral swelling, dizziness, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, perforation, peripheral swelling, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not had her essure device removed; however, a portion of the device came out while she was wiping during one of his menstrual cycles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: only a portion of the device was present breakage of essure device, expulsion of essure device. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Lot number added. Events: abnormal bleeding (vaginal), migraines / headaches, dyspareunia (painful sexual intercourse), swelling in both legs, dizziness, pain in vaginal area, expulsion of essure device and sharp pain in lower abdomen added. Event device monitoring procedure not performed deleted. Historical drug, concomitant drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other / migration'), device breakage ('breakage/device breakage') and device expulsion ('expulsion of essure device') in a 47-year-old female patient who had essure (ess205) (batch no. 646516, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: triphasil. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), biotin, naproxen and phentermine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) it is painful for my partner and I during intercourse as well can feel a very sharp object"). In (B)(6) 2018, the patient experienced peripheral swelling ("other injury(ies) or complication (s) please describe: swelling in both legs") and dizziness ("dizziness"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant), 11 years 7 months after insertion of essure (ess205). In (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain sharp pains in my pelvic area and vagina"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), vulvovaginal pain ("sharp pain in vagina") and abdominal pain lower ("sharp pain in lower abdomen"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device breakage, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, fatigue, alopecia, weight increased, vaginal haemorrhage, migraine, dyspareunia, peripheral swelling, dizziness, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, perforation, peripheral swelling, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she had not had her essure device removed; however, a portion of the device came out while she was wiping during one of his menstrual cycles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: only a portion of the device was present breakage of essure device, expulsion of essure device; in december 2007: total bilateral occlusion. Lot number: 20205786, manufacture date: 2009-08, expiration date: 2012-08; lot number: 646516, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality-safety evaluation of ptc. Model number was updated from ess305 to ess205. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and perforation ('perforation : other / migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure conformation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and perforation ('perforation : other / migration') in an adult female patient who had essure inserted for imaging procedure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure conformation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - previously reported event "injury nos" was replaced with "dysmenorrhea (cramping)", events -"pelvic pain, abdominal pain, menorrhagia, breakage, migration/perforation : other, fatigue, hair loss, weight gain, she did not underwent for an essure conformation test" added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.